Event description:
It was reported that the patient had undergone transurethral resection of the prostate since on (B)(6) 2022 so far, and no abnormalities have been seen during the period. On the morning on (B)(6) 2022, the medical staff found that the patient's indwelling urinary catheter balloon suddenly ruptured. Immediately evaluated and communicated with the patient. After confirming that there was no obvious discomfort, observe the urine color and other signs to clarify the situation, indwell a new urinary catheter in time, and report back to the equipment department for follow-up treatment. Also stated this increased the increased risk of urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product of have latex allergy. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box."